Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor was retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that upon attempts to insert sensor, the introducer needle was difficult to remove. Once needle was removed, cannula was not attached. It was believed that cannula was still in patient's body. Customer's blood glucose was unknown. It was advised that customer consult with healthcare professional regarding an x-ray to verify that cannula was still in the body.